Event description:
It was reported that the customer fell and as a result the touch screen became shattered and unresponsive. The customer's blood glucose was 154 mg/dl. Customer declined follow up from tandem technical support to ensure they obtained back-up insulin therapy.